Event description:
Caller reports that during a correlation study, the following coaguchek xs system 1/xs system 2 results were obtained: 1.9 inr/3.8 inr; 2.6 inr/3.6 inr; 3.4 inr/>8.0 inr; 3.5 inr/5.2 inr; 3.1 inr/7.8 inr; 3.0 inr/5.8 inr; 2.8 inr/4.5 inr; 3.2 inr/>8.0 inr; 1.7 inr/2.2 inr; 2.6 inr/4.3 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21333312, expiration date 09/30/2013). (B)(4).